Manufacturer narrative:
The reported events of high atrial impedance and anomalous atrial contact spring connection were confirmed. Final analysis found the atrial contact spring dislodged in the lead bore. Manufacturing investigation identified material build up in the connector block grooves, which likely caused the dislodged atrial contact spring. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, it was found that the new atrial lead could not be adequately inserted into the header of the new implantable cardioverter defibrillator. As a result, the device exhibited a diagnostic anomaly showing the lead as exhibiting high, out of range pacing impedance. The procedure was completed using an alternate device on (B)(6) 2021. The patient was stable.